Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: sheath: terumo 6f. Guide catheter: cordis jr4 5.2f. Guide wire: balance middleweight. Indeflator: encore boston. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a pressure wire was inserted and the fractional flow rate was obtained. The 2.5 x 20 trek was unable to cross the lesion. The 2.0 x 20 mini trek balloon dilatation catheter was inserted to predilate the moderately calcified, mildly tortuous, tight lesion in the mid right coronary artery. The mini trek met resistance during advancement due to anatomy, but reached the lesion and was inflated five times at 18 atmospheres. A long segment of dissection was noted on the angiogram. The mini trek may have caused or contributed to the dissection. The pressure wire and the mini trek were removed from the guide catheter as a single unit and the shaft of the mini trek was noted to be kinked. The 2.5x20 trek was re-inserted to the rca when a second set of balloon markers were noted on the angiogram. It was then noted that the balloon segment of the 2.0x20 mini trek was missing. Another 2.0x20 mini trek was inserted to treat the distal rca. The dissection involved most of the vessel so it required more than one stent to fully cover it. The separated device was embedded in the wall of the artery by deploying a stent. The patient was discharged from the hospital the following day. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported kink and separation were confirmed. The physical resistance could not be replicated in a testing environment as it is based on operational circumstances. It should be noted that the mini trek rx, instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the mini trek rx device is 14 atm; therefore rbp was exceeded. It is possible that over inflation of the balloon caused damage to the balloon with subsequent balloon separation during removal. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded the images confirmed the balloon separation that remains in the anatomy, embedded by a stent. Although a conclusive cause for the reported patient effect of dissection, and the relationship to the device, if any, cannot be determined, dissection is listed in the IFU as a known patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported kink, physical resistance and separation appear to be related to circumstances of the procedure.